Event description:
A report was received that the patient was unable to establish communication between the remote control to the ipg. The physician will replace the ipg.

Manufacturer narrative:
Additional information received indicated that the patient underwent an ipg replacement and is reportedly doing well. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was unable to establish communication between the remote control to the ipg. The physician will replace the ipg.